Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuits were found to be damaged. The cause of the output anomaly could not be determined.

Event description:
It was reported that after patient received hv therapy, a low, out of range, high voltage lead impedance was observed. The impedance was re-measured and was normal. Suspected output circuit damage was noted. The lead and ICD were explanted and replaced. Patient was in stable condition after the procedure.